Event description:
Boston scientific became aware that during a procedure there was resistance at the hub of the tracker excel-14 microcatheter when the matrix standard-3d coil was being introduced. The subject device was discarded. No complications with the patient were reported to have occurred during this event.